Manufacturer narrative:
This lead has been surgically abandoned, but remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to exhibiting high thresholds. No adverse patient effects were reported.